Event description:
The customer reported that the system had a communication error message and would not fluoro. The system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector, power supply, system interface board, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.